Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to input setting error at the monitor side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image on the stryker monitor. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the visera elite video system center had no image on the stryker monitor. Though troubleshooting, tac asked the customer to send a picture of the monitors image because there were no endoscopic images. Tac saw that the input was incorrect on the stryker monitor, the stryker rep changed the input, and the image came up. The device is not expected to be returned. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.